Event description:
It is reported that the pt's x-rays show femoral radiolucency.

Manufacturer narrative:
X-rays were supplied and the post-op x-ray shows use of a cerclage wire circumferentially at the level of the lesser trochanter. A 6-week post-op x-ray shows no apparent radiolucencies. No treatment was prescribed and it is noted that the condition resolved in (B)(6) 2014. With the information provided, a root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.